Manufacturer narrative:
Initial submission was inadvertently submitted to the FDA webtrader test account.

Event description:
It was reported that a patient reported a foul odor and taste. The membrane was left in the patient's mouth at the site. It is unknown what the clinician did to circumvent the issue.